Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2016, 459878 lead, implanted: (B)(6) 2016, 6935m62 lead, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2016. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2018-10-31. UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at home with no power on their controller for approximately four days. There were no power sources connected to the controller. Prior to leaving the patient's home, emergency medical service personnel attempted to search for batteries and only one battery was able to be located. The patient was taken to the hospital and connected to power. The log files showed critical battery alarms, controller fault alarms, power disconnect and ventricular assist device (vad) stop alarms. The patient was hospitalized with an altered mental status. The controller and batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Analysis of the event log file revealed one controller power-up event on (B)(6) 2018 at 01:49:30 followed by a motor start at 01:49:33; the controller was without power for 1 minute and 48 seconds. Furthermore, 45 controller power-up events were logged between (B)(6) 2018 at 23:38:01 and (B)(6) 2018 at 15:36:23. Analysis of the available log files report revealed that 41 critical battery alarms were logged since (B)(6) 2018 and 3 controller fault alarms were logged since (B)(6) 2018 at 00:07:42. Additionally, 3 vad disconnect alarms and 3 vad stopped alarms were logged on (B)(6) 2018. As a result, the reported "no power on the controller," critical battery alarm, controller fault alarm, and vad stop alarm events were confirmed. The reported power disconnect alarm event could not be confirmed. Data logs prior to and following these events were not available. The alarm log file was also not available for analysis. As a result, the cause of the reported event could not be determined. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, experience with events of similar circumstances, and the applicable risk documentation, the most likely root cause of the reported event can most likely be attributed to the patient allowing the batteries to deplete until the controller lost power. Critical battery alarms are triggered when batteries deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power-up events. The vad disconnect and vad stopped alarms can most likely be attributed to the troubleshooting process after the patient was found. A possible root cause of the reported power disconnect alarms can be attributed to a marginal connection between the controller and batteries and/or physical disconnections of the batteries by the patient. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery / (B)(4), h3: yes; battery / (B)(4); h3: yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was never hooked back up to power per a decision made by the patient's medical team. The patient no longer needed support. The controller and batteries were disposed.